Manufacturer narrative:
As received, a partial lead connector portion in one piece was returned for analysis. Visual inspection of the lead found external insulation abrasion that breached the optim only consistent with friction to the device can at two locations, 22.5 cm to 33.7 cm and at 22.9 cm to 23.0 cm from the connector pin.

Event description:
This report is to advise of an event observed during analysis.